Event description:
It was reported that one of the pt's devices showed an elective replacement indicator message. It was also stated the pt had suffered a fall, and stimulation from the device had been "erratic" or "intermittent" since. The pt had two devices, and the other device was subsequently replaced. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. Reference MFR report # 3004209178201008489 for info about device that was replaced.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.